Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07980 and 3006705815-2023-07981. It was reported that the patient's system diagnostics recorded high impedances on the leads. As well as the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.